Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it, and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt's one touch profile meter was reported to keep giving the clean test area message. During troubleshooting, it was discovered that the pt was not cleaning the meter according to the owner's manual. The reporter was asked to clean the meter correctly and then retest. The clean test area message still appeared and so the issue was not resolved. The pt's testing technique was correct. There is no adverse event reported. However, this case is reported as a meter malfunction since the issue was not resolved. There is no further clinical info provided.